Event description:
It was reported that during an auto cart (minced cartilage) knee surgery it was noticed that foreign material is present in the collected cartilage material after it has been introduced into the insertion sleeve (needle, tuohy). Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.